Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing. Note: UDI number and all related data to the serial number of the affected hamilton-t1 could not provided with the available information.

Event description:
Hamilton medical ag received a report that a hamilton-t1 ventilator stopped ventilation or was unable to provide ventilation during a surgical procedure. Testing showed that the diaphragm of the expiratory valve opened only at approximately 20 mbar, preventing proper ventilation. A second similar occurrence involving a breathing set from a different lot had previously been reported. Ventilation was safely maintained using an alternative method, and no harm or health impact occurred. The affected breathing circuit (product number 260167, lot number 203019) was replaced with a new one. The case was reported by the hospital to the local authority (swissmedic, reference (B)(4)). The investigation to verify the allegation is still in progress.